Manufacturer narrative:
H10. H3, h6: the device intended to be used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. A review of the instructions for use found: -prior to use, examine the instrument(s) and check for proper functioning. -the instrumentation is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques. -additional precautions include those applicable to any surgical procedure. In general, careful attention must be paid to asepsis and avoidance of anatomical hazards. Factors that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a hip procedure, the q fix broke when it was being drilled into the patient's bone. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.